Event description:
It was reported that pump experienced malfunction. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer gave correction insulin injection by multiple daily injections and did not require third-party assistance. Technical support assisted customer in pump reset resolving issue.